Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The previous surgery and the surgery detailed in this event occurred 10 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to manufacturer and device evaluation anticipated, but not yet begun in djo surgical. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. The agent has clearly mentioned that "patient fell dislocating patella". It seems that the event might have possibly occurred due to patient noncompliance with medical instructions, patient activities or trauma. Due to the short time between previous and revision surgery, it is also possible that the event may have been occurred due to lack of post-operative care, improper surgical technique. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient fell dislocating patella. Patient was washed out and replaced the tibia insert.